Event description:
During high frequency ventilation on a neonatal patient the therapist picked up the ventilator's patient box and noted that the box stopped cycling. The therapist moved the box around and noted that the box would cycle and then stop. Therapist replaced the box with another and the cycling resumed with no additional failures. Patient box sent to biomedical engineering for evaluation.